Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump would not complete the rewind step and the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: review of the black box data did not reveal any call service alarm 78 for a motor rewind error or a call service alarm 64 that would indicate an occlusion during the prime step. The pump powered on normally and was able to complete all steps of investigation exercise without duplicating the complaint. The piston rod retracted and advanced without issue and no motor rewind issue occurred during investigation.